Event description:
The device is not expected to be returned. The drill is part of the intracranial pressure monitoring kit. The surgeon attempted to drill a hole in the patient's cranium. The drill slipped and went accross the patients scalp causing a laceration which required a few sutures. The surgeon was able to complete the procedure and the icp catheter was successfully placed. This facility has received two shipments in june for cranial access kit which contains the drill and the catheter. These kits have been identified as lot number l02174 and l02121. Additional information received from sales representative in november 2003. The sales represetative reported that this facility has been using the kit for many years with no issues reported. At the time of this incident the surgeon felt the drill was not sturdy enough and he may have applied more pressure than usual. The clinical contact at the user site is very vague in providing any further information.